Manufacturer narrative:
Investigation pending. Additional other number: (B)(4).

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.0, 1.4, 1.5. Nurse tested herself (a non-coumadin user) using three different strip lots and two different meters. Nurse tested herself using meter #2 and new strip lot 243103; got 1.0. Tested again on same finger using meter #1 and original strip lot 232886; got 1.5. Got new strips (lot 232232) later in the day and tested again on meter #1 with different finger; got 1.4. Nurse has had a cold and is taking aspirin, but is not on coumadin or other anticoagulants.